Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Max rv threshold steady between 1.75 and 2.25 volts throughout record with a spike of 2.5 volts on (B)(6) 2015.

Event description:
It was reported that prior to an unrelated surgery, a magnet was placed over the device, resulting in a loss of capture from the device and the patient becoming asystolic for almost ten seconds before the magnet was removed. Upon removal of the magnet, normal pacing resumed. The device was interrogated, resulting in a repeat of the loss of capture and asystole for six seconds due to the placing of the programmer head. Further investigation lead to a suspicion that the transtelephonic monitoring (ttm) was causing the right ventricular (rv) lead to change to unipolar upon placement of a magnet, resulting in a loss of capture due to high thresholds in the unipolar configuration. The ttm was programmed off, resolving the issue, and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.